Manufacturer narrative:
It was reported that "rollator screw does not attach to the inside the bar/tube that runs to the wheel". There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "rollator screw does not attach to the inside the bar/tube that runs to the wheel ".